Manufacturer narrative:
G2: country of origin - japan. H3: product analysis: product: 9560524; lot no: my20e001r. During the incoming inspection, the requested phenomenon and deformed handle screw thread were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a service and repair via a manufacturer representative regarding a device used in an unknown spinal therapy. It was reported that the retractor engagement tip is not properly fixed and there was decrease in functionality. There was no patient involvement in the event and there were no further complications/symptoms reported.